Manufacturer narrative:
A visual examination of the returned device revealed that the device was half deployed; as the clip assembly was detached from the bushing and the yoke was still attached to the control wire. The yoke was able to be actuated and deployed. A review of the device history record (DHR) was performed; no anomalies were noted. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02452. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleeding gastric lesion during a procedure on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip would not release from the catheter when the physician tried to deploy the clip. The device was removed from the patient and a second resolution clip (manufacturer report # 3005099803-2011-02452) was used; however the same issue occurred. The procedure was completed with another resolution clip without complications. There were no patient complications as a result of this event. The patient's condition was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
Patient is (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-02451 and 3005099803-2011-02452. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleeding gastric lesion during a procedure on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip (manufacturer report # 3005099803-2011-02451) would not release from the catheter when the physician tried to deploy the clip. The device was removed from the patient and a second resolution clip (manufacturer report # 3005099803-2011-02452) was used; however the same issue occurred. The procedure was completed with another resolution clip without complications. There were no patient complications as a result of this event. The patient's condition was reported to be "good" at the conclusion of the procedure.